Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient feeling periodic sharp pains in the heart. Patient reported that the ¿bad¿ lead was left in place when the device was replaced. The patient was concerned that the sharp pains may be from the bad lead. Additional information has been requested and not yet received. The lead remains in use. No patient complications have been reported as a result of this event.